Manufacturer narrative:
Additional information h6: type of investigation b24 has been added for the event history log review. Corrected information h6, h11: investigation findings c19 has been corrected to c0402. Investigation conclusions c19 has been corrected to c02. H11: the device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test" was not reproduced. The event history log (ehl) review was performed and revealed that the customer experienced multiple "downstream occlusion!" Alarms, however the log cannot be used to determine if the alarms occurred within appropriate pressure ranges. Evaluation sent the device for downstream occlusion testing on high, low and medium settings with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation inspected the device and found that the force sensor was out of specification. It was determined by the quality engineer that the probable cause of the reported issue was the force sensor being out of specification. The force sensor will be calibrated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test" was not reproduced. Evaluation sent the device for downstream occlusion testing on high, low and medium settings with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream occlusion test during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.